Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-06466. It was reported the patient experienced loss of stimulation in targeted pain area. The patient stated the stimulation was only felt in the abdomen though original pain pattern was low back and both legs. Reprogramming of the patient's scs system was unable to restore coverage. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-06466. Follow up identified the patient's scs leads were replaced with a different model lead. Reportedly, the physician plans to have the patient undergo a trial period with the new lead before proceeding to the next step.